Event description:
It was reported that the patient developed an infection seeping from the incision site. It was unknown if the infection was device or procedure related. The patient placed antibiotic ointment on the infected incision and new bandages. The patient was doing well.